Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2017. The first revision occurred on (B)(6) 2013 and the original surgery is dated (B)(6) 2013. The revision surgery occurred because of instability in the knee and patient pain. During this revision, the original size 2 tibial baseplate, and size 1 femoral component were removed along with the size 1 x 20 mm insert and retaining bolt from the first revision surgery. The components were replaced with a new size 2 tibial baseplate, a size 1+ femur, a size 1 x 10 mm tibial insert and retaining bolt. In addition, two modular stems, four femoral augments and bolts, and two tibial augments and bolts were implanted.